Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: not focusing. [Update - no full loss of image, original device could not be used to complete the procedure, replacement device used instead.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most provable root causes could be the scope, moister between the coupler and the scope, or ambient temperature and humidity. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.